Event description:
Used a generic (B)(6). Threw away the package. It leaked on my husbands arm and he had a second degree burn from the chemical. I am an rn. I did not save the wrapper and had the product in my closet for awhile.